Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for follow up due to a vibratory alert. High pacing lead impedance was observed. One day later, the pacing lead impedance measurement was high but within normal values. Provocative testing did not produce out of range measurements. Programming changes were made. X-rays did not reveal any anomalies. Additional follow up was scheduled at that time. It was then reported the lead was explanted at a later date.